Event description:
It was reported that the pressure gauge was grinding the manometer, making a crunching noise, and was off 5 or more cm of water. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to confirm or duplicate the reported problem. The device passed all functional tests.